Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that difficulty in flushing led to air embolism and st elevation. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was used in a chronic total occlusion (cto) case and was potentially not flushed correctly, resulting in air embolism and st elevation. The patient outcome is currently unknown.